Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was referred for atrial and right ventricular lead replacement due to clavicular crush affecting both leads confirmed via an x-ray image. Prior to procedure, upon interrogation via history diagnostics it was observed for the first time of intermittently low impedance on the atrial lead since (B)(6) 2015 with functional pacing and one-time low impedance measurement of the right ventricular lead on (B)(6) 2018 with patient notifier triggered alerts recorded for both events. A diminished sensing was noted on the atrial lead on the day of the procedure. The leads were explanted and replaced. Patient was stable post-procedure.